Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer thought they had done something incorrectly when removing the needle tip from the fill port. The customer thought they could not place the needle tip back into the fill port. Tandem technical support assisted the customer with completing the load process. The customer's blood glucose (bg) level was 280 (mg/dl). The customer stated a bolus would be used to address bg level.